Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The event can be detected or prevented by following the instructions for use which state: 1.6 reprocessing and storage after use page 8 warning. ¿ do not reuse rinse water. ¿ disinfectant solution is only effective when used according to the disinfectant manufacturer¿s instructions. Follow the manufacturer¿s instructions regarding activation, if required, concentration, temperature, contact time and use life required to achieve disinfection. ¿ if the disinfectant solution is reused, check its efficacy by proper methods, such as using a test strip, according to the disinfectant manufacturer¿s recommendations prior to use. ¿ do not reuse alcohol. ¿ alcohol is not a sterilant or high-level disinfectant. ¿ to maintain sterility of equipment following sterilization, use sterile packaging and wraps according to national guidelines. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white foreign material in both channels. There was no patient involvement.